Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12-jan-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt broke while being tensioned. A ¿give¿ was felt during final tensioning, after which the tightrope broke and the acl graft became slack. The surgical team had to retrieve the acl graft and completely re-prepare it. This issue was discovered during an acl reconstruction procedure performed on (B)(6) 2026. Additional information was received on 20-jan-2026: the issue occurred intraoperatively. The graft was removed and re-prepared, and the case was completed using an ar-1588rt-j acl tightrope rt. The event resulted in an approximate two-hour case delay, and the amount of additional anesthesia administered is unknown.